Event description:
It was reported that during implant the lead exhibited low out of range lead impedance. The lead was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of low lead impedance was confirmed in the laboratory and was due to an electrical short in the lead. The short was caused by inner insulation damage from overtorque of the inner coil during the implant procedure.